Event description:
It was stated that the customer was hospitalized for unknown high blood glucose levels. Prior to the hospitalization, it was stated that the insulin pump was not calculating correctly when using the bolus wizard feature. Troubleshooting revealed that the customer was not using the bolus wizard feature correctly. Further troubleshooting on the insulin pump was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.